Event description:
Case description: investigational result: name: novopen 5, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following information: -investigation result updated. -annex b, c, d and g codes updated -EU/ca tab updated with relevant fields -narrative updated accordingly final manufacturer's comment: 30-may-2023: the suspected device novopen 5 has not been returned to novo nordisk for investigation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 5. Ozempic is a pre-filled product. However, it is reported that ozempic 4 mg/ml is prepared in cartridge and used with novopen 5 device which is not compatible with semaglutide products. The reported events could be attributed to incorrect handling of the device. H3 continued: evaluation summary name: novopen 5, batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Poor appetite [decreased appetite]. Vomiting [vomiting]. Nausea [nausea]. The prefilled injection pen did not inject the adjusted single dose, but injected all medication at a time. The dose was not accurate [device delivery system issue]. Small amount of medicinal liquid on the patient's abdomen and needle [device leakage]. The blood glucose was 17.4 mmol/l 2 hours after meal [blood glucose increased]. Case description: this serious spontaneous case received via regulatory authority nmpa (national medical products administration), chn from china was reported by a health care professional nos as "poor appetite(decreased appetite)" beginning on (B)(6) 2023, "vomiting(vomiting)" beginning on (B)(6) 2023, "nausea(nausea)" beginning on (B)(6) 2023, "the prefilled injection pen did not inject the adjusted single dose, but injected all medication at a time. The dose was not accurate(inaccurate delivery by device)" beginning on (B)(6) 2023, "small amount of medicinal liquid on the patient's abdomen and needle(device leakage)" beginning on (B)(6) 2023, "the blood glucose was 17.4 mmol/l 2 hours after meal(blood glucose increased)" beginning on (B)(6) 2023, and concerned a 55 years old female patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "control the blood glucose", ozempic 1 mg (semaglutide) (dose, frequency & route used-0.25 mg, qw, subcutaneous) from unknown start date for "control the blood glucose". The patient's height, weight and body mass index were not reported. Medical history was not provided. Treatment included - pantoprazole. On an unspecified date, the patient's blood glucose fluctuated between 5.3-17.4 mmol/l, and the doctor prescribed semaglutide injection, 0.25 mg, 4 times a week, subcutaneously, to suppress the patient's appetite to control the patient's blood glucose. On (B)(6) 2023, the blood glucose was 17.4 mmol/l 2 hours after meal. At 10:30, the nurse injected semaglutide as instructed by the doctor. The nurse prepared a new product (semaglutide 4.02 mg/piece/3ml) and a new novopen 5, and the injection pen was normal after checking. During the injection, the required single dose of 0.25 mg was adjusted. After the injection, a click was heard, and the indicator window reset to zero. The nurse checked and found that all medication of a product had been injected. The syringe did not inject the adjusted dose, and all medication were injected into the patient's body. There was a small amount of medicinal liquid on the patient's abdomen and needle. The nurse immediately reported to the doctor and was instructed to monitor the patient's blood glucose and pay attention to observing the changes in the condition. The patient's blood glucose was measured to be 4.7 mmol/l at 12 o'clock. On the same day, at 15 o'clock in the afternoon, the patient developed nausea, vomiting, and poor appetite. Later, pantoprazole was used, the patient's nausea and vomiting symptoms improved. On (B)(6) 2023 the afternoon, all symptoms of the patient were relieved, and there was no hypoglycemic reaction. Batch numbers: novopen 5 was requested . Ozempic 1 mg: 202206bad1 . Action taken to novopen 5 was not reported. Action taken to ozempic 1 mg was not reported. The outcome for the event "poor appetite(decreased appetite)" was recovering/resolving. The outcome for the event "vomiting(vomiting)" was recovering/resolving. The outcome for the event "nausea(nausea)" was recovering/resolving. The outcome for the event "the prefilled injection pen did not inject the adjusted single dose, but injected all medication at a time. The dose was not accurate(inaccurate delivery by device)" was not reported. The outcome for the event "small amount of medicinal liquid on the patient's abdomen and needle(device leakage)" was not reported. The outcome for the event "the blood glucose was 17.4 mmol/l 2 hours after meal(blood glucose increased)" was recovering/resolving. Nov further information was available. References included: reference type: e2b authority number. Reference ID#: (B)(4). Reference notes: nmpa (national medical products administration), chn. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".